Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an illectomy procedure, the tissue pad was damaged in about 15 minutes. The tissue pad was just damaged (melted) but no portion has detached. The doctor commented that it had a difficulty in cutting from the beginning. Another device was used to complete the procedure. There were no adverse consequences for the pt.